Manufacturer narrative:
Date of event: (B)(6) 2021. 09mar2021.

Event description:
The customer reported the ventilator cut out multiple times while on a patient. The ventilator was on a patient. No harm was reported. The remote service engineer (rse) and the customer reviewed event log for reported time of the event. Error codes were logged and repeated again hours later when the vent was taken off of the patient. The rse advised to perform a full performance verification test then set up for a run in to monitor before putting the unit back into use. The customer performed a verification test and electrical safety test as instructed by philips tech support. The issue is resolved and the ventilator has been returned to service.